Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by the implantable cardioverter defibrillator (ICD) possibly due to atrial fibrillation (af) with rapid ventricular response. It was also noted the device may have falsely discriminated episodes as supra ventricular tachycardia (svt) causing therapy to be delayed. The right atrial (ra) lead was reported to be undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.